Event description:
It was reported that patient's admittance to the hospital was to be observed and for her to get fluids since she was not able to keep anything down. It was reported the patient was "complaining" of weakness.

Event description:
It was reported that following a pump replacement on (B)(6) 2012, the patient experienced overdose symptoms. Only the pump was replaced and the patient's dose had remained the same as prior to the replacement. During surgery the catheter was observed and the physician did not see any problems with the catheter. On (B)(6) the patient experienced overdose symptoms of vomiting, lethargic, hard to arouse, and muscles were loose. The patient was admitted to the hospital that day. The device had delivered baclofen 2000mcg/ml at 464.7mcg/day on flex dosing. The dose was decreased on (B)(6) to 321.0mcg/day. The dose was also decreased on (B)(6). The patient outcome was reported as resolved without sequelae on (B)(6) 2012. A follow-up report will be submitted if new information becomes available.

Event description:
It was later reported that there was no explainable cause as to why the patient was overdosed; however, the reporter stated that the overdose was not due to a programming error. The patient refused to let the pump be picked up and returned for analysis.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).